Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 a patient experienced broken sensor wire. Patient removed sensor and part of sensor wire remained in skin. Sensor wire remained 1cm below the skin surface. Patient reported to (B)(6) hospital. At the time of the call, patient was still experiencing pain at the insertion site. Patient was advised to wait 24 hours then have a physician's review.